Event description:
I had gastric bypass surgery using the realize band in 2008. I was sick from the moment I awoke from surgery. I was hospitalized 3 times after the surgery, each time suffering from pain, dehydration, elevated wbc and malnutrition. I lost 42 lbs in 10 weeks. I was admitted three months later, for band repositioning, when a stitch was cut, pus was everywhere and the band had to be completely removed and thankfully I am alive. I continued to have digestive problems after the band removal and was admitted to the hospital in 2009 suffering from pain, dehydration, elevated wbc and elevated liver enzymes. A pus pocket was discovered by the surgeon - the radiologist did not pick up on it- and I was placed on high doses of antibiotics when I was sent home. I had my gall bladder removed five months later, but I still have the same symptoms as before. Diagnosis or reason for use: obesity. Event abated after use stopped or dose reduced: no.